Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery on the left side of the patient upon impacting the fitmore cup, threaded tip of the impactor got broken. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument.  Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records could not be found. However, the inspection plan valid for the product at the time of the manufacturing and the purchase order documents were reviewed and no abnormality was observed. No trend considering the following event is identified: broken welding. Event summary: it was reported that during surgery the tip of the instrument broke off. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the instrument has been returned for an investigation. The welding at the tip of the instrument is broken and the tip has fractured off. There are several signs of usage like dents on the rod and at the tip of the instrument. This is an old design. The handle of the instrument in manufactured from canevasit. No other conspicuousness found. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as instruments might have been treated with excessive forces at the connection area causing the tip of the instrument to break off. Moreover, as the instrument has been used for 14 years, a deterioration in function as a result of repeated use is likely. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as instruments might have been treated with excessive forces at the connection area causing the tip of the instrument to break off. Instrument breaks or deforms due to off-label / abnormal-use not possible, instrument does not show any signs of an offlabel use. Conclusion summary the instrument has been returned for an investigation. The welding at the tip has broken and the tip has fractured off. Moreover, there are several dents and scratches visible the age of the device indicate that the likely condition of the product when it let zimmer biomet was conforming. The instrument was manufactured in 2002 and it was reported that it has been used for 14 years. Therefore the fracture has most likely occurred due to an excessive usage. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).